Manufacturer narrative:
Device received with minor scratches on lcd display window noted. The test reservoir p-cap was able to lock in place. Pump passed displacement test, self test, off no power test, a21 error test and all operating currents tested within the specification. No failed battery test alarm or missing segments were noted. Device passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was harder to read due to scratches. Also reported unexplained no delivery alarms and had rejected new batteries. No harm requiring medical intervention was reported. The device will not be returned for analysis.